Event description:
Pt reported obtaining a blood glucose result of 60 mg/dl, while using the suspect device. Pt indicated that she was not exhibiting hypoglycemic symptoms and immediately retested with results of 15 mg/dl, 87 mg/dl, and 48 mg/dl. Based on the values, pt self-treated by eating. No medical intervention was performed or sought. Quality control testing had not been performed on the system. Technical cupport requested the return of the suspect product and replacement product was shipped.